Event description:
Per the audiologist, the patient was admitted to the hospital in 2009 due to swelling over the implant site. The patient was diagnosed with a mrsa / staph infection and a drain was placed to help eliminate fluid build up around the implant. The patient was explanted due to chronic infection. Reimplantation in contralateral ear is planned, but had not been scheduled at the time of this report, the following month.